Manufacturer narrative:
The device was evaluated by olympus. The evaluation found an obstruction of the nozzle due to foreign material present. In addition, evidence of a 3rd party repair of the insertion tube was found due to the original insertion tube replaced. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model gif-q20, oes gastrointestinal fiberscope to olympus for repair due to a report of "air/water flow is weak." Upon inspection and testing of the returned device, it was found that the nozzle was clogged with foreign material. This report is submitted due to the nozzle clogged with foreign material. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h8. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was most likely caused by the nozzle becoming clogged with foreign matter such as gauze / foreign matter derived from peripheral devices / body fluid / adhered substances of the chemicals used because the reprocess after the previous case was inappropriate. The event can be detected/prevented by following the instructions for use which state: 1) "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system, air-feeding function, and inspection of the objective lens cleaning function". 2) "warning: if the endoscope is not immediately precleaned, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. To prevent blocking the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use". 3) "cleaning the external surface. Immerse the endoscope in the basin with detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush and wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and ensure that all surfaces of the distal end are cleaned thoroughly. Flushing detergent solution into air/water and suction channels and removing and rinsing the endoscope and all equipment". 4) "caution: follow the steps below only in case of excessive bleeding and/or delayed reprocessing; unnecessary 10-hour immersion must be avoided. Consecutive extended immersions may damage the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The problem reported by the user facility of "air/water flow is weak" was identified during preparation for use. The intended diagnostic procedure was not completed. There was no patient injury that occurred, associated with the event.